Event description:
It was reported that a perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The physician performed the transseptal puncture (tsp) with a non bsc transseptal wire and sheath utilizing transesophageal echocardiogram (tee) guidance. The tsp was low and posterior. The wire was placed in the left pulmonary vein and the transseptal sheath was removed. At this time, a blood pressure drop was noted. There was concern the appendage may have been perforated with the wire, but the wire was visualized in the pulmonary vein. The blood pressure rebounded and the was was being inserted when the blood pressure dropped again. The pigtail catheter was advanced for imaging however, there was no image of any direct leak, but the blood pressure continued to drop. It was then noticed that there was an increased pericardial effusion around the appendage. Everything was removed out of the left atrium and the physician reversed the heparin and gave the patient protamine. After surgical consult, the patient had a sternotomy and the surgeon described a small laceration in the pulmonary vein. The patient did fine in surgery and is in stable condition.